Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to faulty back pressure sensor (gold). Unit had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm. Caller also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was over 300 mg/dl. Most recent blood glucose level at the time of the call was 99 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.